Event description:
Add'l info from the initial reporter states the pt presented with nausea, vomiting and spasms in their lower extremities. A catheter x-ray was taken which showed a catheter disconnect. The catheter was replaced along with the pump in 2004. The pt was discharged from the hospital 8 days later doing well.